Event description:
It was reported that during a stenting treatment procedure stent damage and deployment issue occurred. The physician implanted a promus element plus stent in the target lesion, however the promus element plus stent was underdeployed. The physician advanced a unspecified nc balloon catheter but encountered resistance in the proximal edge of the promus element plus stent. The balloon catheter was successfully removed and it was noticed that the promus element plus stent had deformed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).